Event description:
It was reported via clinical study, that the 53 yo female patient had an incomplete femoral fixation. Near complete 1mm radiolucency around femoral component and stem. No subsidence but evidence of lateral cortical hypertrophy and movement of femoral stem. Revision was recommended. The date of adverse event onset is unk-unk-unk. The patient¿s outcome was last known as continuing.

Manufacturer narrative:
Concomitant medical products. PMA/510k:k150890. Concomitants: 02-012-35-2013 logic tibia ps mod insrt sz 2 13mm, 02-012-45-2020 lgc tibial fit tray cem sz 2f / 2t, 204-34-04 fluted stem extension 40l x 14 mm, 02-012-60-1412 logic stem ext 14mm x 120mm, 02-010-06-0521 logic post. Aug. Block size 2, 5mm, 208-06-02 cc distal fem augment sz 2, 10mm.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely reason for the reported event is an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. Potential contributions of user-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.